Event description:
It was reported to philips that the customer was unable to perform x-rays with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened, and procedure was completed by using the second wired footswitch connected in the control room. The philips field service engineer (fse) inspected the system onsite and confirmed wired footswitch was not working. Upon troubleshooting fse found the wired footswitch pedal had an issue with the microswitch inside the pedal. The engineer proceeded to replace the wired footswitch, after the replacement, there was experiencing multiple triggering issues. The cause of the wired footswitch failure could be determined by the supplier's part analysis, and it shows connector locking screws are missing and for second wired footswitch, no failure found. To resolve the issue, the fse then replaced the footswitch again. After replacing the wired foot pedal, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the 2nd wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.